Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there were high thresholds and high impedance

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiple positions were attempted for the pacing lead however the parameters were not good. The lead was removed and replaced. No patient complications have been reported as a result of this event.